Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed after endoscope installation. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed after endoscope installation. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 21, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital (B)(6). Block e1 (initial reporter city): (B)(6). Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on august 21, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed damaged teeth and that the slack had not been taken up. Additionally, the bands were detached from the ligator housing. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." The reported event of bands unable to deploy was confirmed. The marks observed on the ligator housing teeth suggest that the device may have been subjected to excessive force, potentially leading to the damage. This could also be attributed to the technique used by the physician during insertion, which may have compromised the teeth and affected the handle's functionality during band deployment. Additionally, it was observed that the device's instructions for use were not followed, as the slack was not taken up from the handle slot. This oversight can significantly impact the proper deployment of the bands once the ligator housing is installed in the endoscope, causing the trip wire to malfunction and not operate in sync with the handle during band deployment. Based on all gathered information, the probable cause selected is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed after endoscope installation. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 21, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on august 21, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.